Event description:
Rep reported via a phone call during an intra-operative procedure that the device was implanted, tested and found that the csf appeared to be collected in the reservoir and the device did not appear to be flowing. As a result a new device was used to complete the case. There was a delay of 5 minutes. Rep does not want the valve replaced if it was found to be functional. (B)(4).

Manufacturer narrative:
(B)(4). No root cause could be determined as the no problem was found with the valve. It is possible that the siphon guard was activated and giving the impression that the valve was malfunctioning. An excessive flow rate (>0.75 ml/min) can activate the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain, but this could not be determined. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. This complaint is considered closed.